Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display screen was cracked after the customer dropped the device and it was subsequently compressed in a car door, and the customer provided a photo confirming the screen damage. Symptoms included no reported changes in blood glucose control and no injury. Outcomes included no alarms reported, continued cgm use with the phone or receiver, and facilitation of a replacement device with instructions for data sync, shutdown, return, and re-registration. Investigation included review of user report, photo assessment, and replacement logistics. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact and crush, with no functional safety issue reported and no effect on blood glucose noted. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.